Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that a yellow window was displayed on the programmer indicating this device was in storage mode. The window from elective replacement indicator (eri) to storage mode was less than expected. This device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6) 2007. All available information indicates that the device remains in service. Technical services (ts) advised device replacement as soon as possible.